Manufacturer narrative:
No sample was returned, therefore unable to confirm this complaint. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(4)) during a tele-conference on 05/31/2017. All available information has been provided. This incident occurred during surgery. Small plastic parts (foreign particles) came trough the infusion line. Since this can cause injury to the patients eye, this complaint is concluded as reportable. Investigation could not reveal the root cause, due to not receiving the faulty article. Therefore this complaint is closed.

Event description:
Small plastic parts came trough the infusion line. No further information is available. No sample is available.